Event description:
Following several unsuccessful cavity integrity assessment (cia) tests with two disposable devices during a novasure endometrial ablation the physician abandoned the procedure and did a hysteroscopy. A uterine perforation was seen at the cornua. The physician had reported that "the uterus was small" (measurement not given). No treatment was needed for the perforation and the pt was discharged home. A dilatation and sounding (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The devices have not yet been returned, therefore, a failure analysis of the complaint devices cannot be completed. If the devices are returned and eval completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. IFU: according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Reference internal complaint (B)(4).